Event description:
It was reported that when the customer opened the pouch, it was observed that the tubing was broken at the sample site. Reportedly, there were no patient complications or injuries.

Manufacturer narrative:
The device was not returned for evaluation.